Manufacturer narrative:
Device manufacturer address 1: 600 (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with a clear-link device, a leak occurred at the set valve which resulted in the patient experiencing a blood pressure drop. The cause of the leak was not reported. The patient was receiving norepinephrine, infusing at 32mg/500ml at 30cc/hr. A vasopressin infusion (1u/h = 2.5ml/hr) was connected into the proximal port of the norepinephrine. The cardiac monitor alarmed and it was noted the patient¿s blood pressure ¿was dropping¿. Blood return was observed from the patient's vascular access to the median port of the vasopressin. It was noted that blood was observed to be dropping from the median port. The patient was treated with norepinephrine (intravenous " IV push"). The vasopressin was stopped and disconnected from the pump. The norepinephrine infusion was continued. The nurse primed another bag with new tubing of vasopressin and reconnected. The infusion was restarted, and the patient was stabilized. Another norepinephrine IV bag with new tubing was primed and infused. The patient outcome was reported as stable. No additional information is available.

Manufacturer narrative:
Additional information added to b5, d10, h3, h6 and h10. Corrected information added to d4: expiration date was changed from to 04/30/2025 to 04/20/2025. B5: it was verified, during sample evaluation, that the defect was at the leak-y-site interlink or lad. H10: two actual samples were received for evaluation. Visual inspection was performed on the samples using the naked eye. All components were observed to be correctly placed and according to specifications. A pressure test and a clear water test were performed on the first sample and a leak was observed, due to a damage in the gland of the second y-site clearlink. The reported condition was verified. This damage could be generated, during the automated assembly process. There was no defect observed in the second sample. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.